Event description:
The hcp reported several electrode impedances over 2000 ohms and a group impedance of over 2000 ohms. The pt's right brain device has gradually been losing therapeutic efficacy over the last three mos. The pt does not feel any shocking or have other adverse symptoms, has not had a fall or an accident. The MFR suggested reprogramming and an x-ray of the device system.